Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013 according to the complainant, during the procedure while using the injection gold probe, the physician had difficulty extending the needle. When they were able to successfully extend the needle inside the patient, the needle broke off. It was confirmed that the needle was not retrieved from the patient after the procedure and the detached needle was left in the patient¿s stomach. No plans have been made to retrieve the detached needle. They opened a different device and completed the case without any patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the device had not been tested prior to use.

Manufacturer narrative:
(B)(4) for the reported event of needle detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual inspection of the returned device found the gold tip to be missing, and the needle was bent (which is evidence of manipulation). In addition the catheter was dissected and it presents evidence of the glue used to attached the tip to the catheter. Functional inspection was not performed according to the procedures due to the device condition (ceramic tip was not present); however, the needle extended and retracted after hub actuation. The complaint was not confirmed, since the returned unit did not present the needle broken. Based on all the information gathered, the most probable cause of the defects identified is operational context. Anatomical and procedural factors likely limited the performance of device, inducing the ceramic tip detachment and bending the tip of the needle. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure while using the injection gold probe, the physician had difficulty extending the needle. When they were able to successfully extend the needle inside the patient, the needle broke off. It was confirmed that the needle was not retrieved from the patient after the procedure and the detached needle was left in the patient's stomach. No plans have been made to retrieve the detached needle. They opened a different device and completed the case without any patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. It was reported that the device had not been tested prior to use.